Event description:
Caller reported a malfunction on pump, identified as malfunction code 12. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to use mdi as backup therapy until replacement, which includes updated software, arrives.